Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, when the plunger was removed no suture was present. A second device was deployed, but after the knot was advanced hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression and using a non- abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.